Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that the patient with this left ventricular (lv) lead experienced diaphragmatic stimulation and high thresholds. Subsequently, the patient underwent a revision procedure, and this lead was capped. A new lv lead was successfully placed in a more optimal location without stimulation. No additional adverse patient effects were reported.